Event description:
Locking tabs on the metal shell broke off causing the liner to be displaced form the shell.

Manufacturer narrative:
Section f was completed by the MFR info received was through a foreign source which are not obligated to complete form 3500a. Details about the user facility or health professional were not available at the time of this report.